Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-00075. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing a contralateral approach. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After crossing a guide wire to the lesion, a 7.0mmx40mm, 135cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 8 atmospheres for 10 seconds, however, right after dilation, it was noticed that the contrast media leaked and was confirmed on fluoroscopic image. The device was removed and it was confirmed that the balloon ruptured longitudinally. A 6.0mmx40mm, 75cm mustang balloon catheter was then advance to the same site for dilation. The balloon was initially inflated at 10 atmospheres for 10 seconds, however, the contrast media leaked again and was confirmed on fluoroscopic image. The device was removed and it was confirmed that the balloon also ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 3 mm proximal to the proximal end of the proximal markerband. A visual and tactile examination found the shaft kinked at 156 mm proximal to the distal tip. Also noted was that the shaft was bunched between 155 mm and 160 mm proximal to the distal tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-00075. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing a contralateral approach. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After crossing a guide wire to the lesion, a 7.0mmx40mm, 135cm mustang¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 8 atmospheres for 10 seconds, however, right after dilation, it was noticed that the contrast media leaked and was confirmed on fluoroscopic image. The device was removed and it was confirmed that the balloon ruptured longitudinally. A 6.0mmx40mm, 75cm mustang¿ balloon catheter was then advance to the same site for dilation. The balloon was initially inflated at 10 atmospheres for 10 seconds, however, the contrast media leaked again and was confirmed on fluoroscopic image. The device was removed and it was confirmed that the balloon also ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.